Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the motron board and eprom. The components were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system displayed an error code 62 and unlock fast stop message on bootup. It was also noted that when fast stop is pressed and unlocked, an x-ray blocked message appears, with x-ray assay is in ready position. There was no report of pt injury.